Event description:
The first portable digital x-ray unit - ge medical amx 700 - was identified by the customer with an oil leak at the end of the unit's tubehead. A second device was identified shortly after. The second unit's leak appeared to be at the tubehead/collimator interface. We (biomedical engineering) inspected the other two units in our hospitals inventory. We found a similar leak, at the tubehead/collimator interface on one of the units. All three affected systems had tubeheads that were manufactured in (B)(6) 2009. The fourth unit we have manufactured on a different date did not exhibit any signs of leaks.